Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had multiple failures. A field service engineer inspected and confirmed that half height matrix drawer 2.2 was not closing properly without being forced, and that drawer 2.1 intermittently failed to unlock for the customer. Powered down the station and removed the half height drawer from the cabinet. Loosened the hard stop and adjusted it further toward the back of the drawer to allow the latch to engage the hard stop correctly. After completing the adjustment, reinstalled the drawer in the cabinet. Rebooted the hardware and performed testing. All hardware functions operated successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was continuously failed multiple times daily for multiple people. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.